Manufacturer narrative:
A review of tickets determined that there is a normal complaint activity for lot 03586be03 and no trends were identified for the product issue. Return testing was not completed as returns were not available. Sensitivity testing was performed with a retained kit of lot 03586be00 (lot 03586be00 and lot 03586be03 are identical, except for china specific labeling of outer package) and results of this setup did not implicate that the sensitivity performance of the lot is negatively impacted. Two sensitivity panels (core only panel and ns3 only panel) and the positive control were tested. Panels are internal measurement standards used to test product performance prior to lot release. The sensitivity panel values and the positive control values met specifications and the results were in the typical range and no false non-reactive results were obtained. In addition, the clinical sensitivity was evaluated by testing two commercially available seroconversion panels (zeptometrix hcv seroconversion panels hcv 9047 and hcv 9045). The seroconversion panel results were compared to architect anti-hcv test results provided by zeptometrix. Reagent lot 03586be00 detected the same bleeds as reactive with comparable s/co values for the seroconversion panels. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the architect anti-hcv reagent, lot 03586be03.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There is no further patient information provided due to privacy issues. This report is being filed on an international product, list number 6c37 that has a similar product distributed in the us, list number 1l79.

Event description:
The customer reported (B)(6) architect anti-hcv results on one patient. The results provided were: architect initial = (B)(6) / retest = (B)(6) / elisa = (B)(6) / chemiluminescence = (B)(6) / hcv-rna = (B)(6). There was no reported impact to patient management.